Event description:
It was reported that the eagle/swift plus screw appeared to be backing out on x-ray two months post-op. The surgeon removed the screw along with three other screws and one plate.

Manufacturer narrative:
It was noted that there were no visual issues with the plate. One of the screws showed wear on the thread closest to the head. An attempt was made to reach out to the sales rep that reported the complaint in order to get an x-ray from the patient. Upon receipt of the x-ray, it was confirmed that the screw had backed out, and was not just sitting proud of the plate. In a meeting on (B)(6), 2014 with a medical director for depuy synthes spine, it was said that anatomically, the patient does not have an extreme defect that may have contributed to the screw backing out. This determination was made with only the help of the attached x-ray. A review of the device history record for the swift scr, prm, st, 16mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the eagle family [product code: 1836-xx-xxx, lot numbers: ankbk1, apjbtf, and apgd74] was conducted for screw back out post-operatively. There were no related complaints. Review of complaints found no significant trends. The root cause for the screw back out of the plate post operatively cannot be positively determined. However, it was most likely due to unanticipated forces being placed on the plate or screws. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.